Manufacturer narrative:
(B)(4).

Event description:
New information noted that during routine follow-up in the clinic, the atrial lead exhibited low pacing impedance. The patient was asymptomatic during the event. The patient was discharged after the procedure and continues to do fine and would be monitored remotely via merlin.net.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited impedance anomaly and clavicular crush damage. The lead was capped and replaced. No patient symptoms were reported.